Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 340mg/dl. The caller stated that she was vomiting excessively, dehydrated, and had stomach pain. The customer was disconnected from the insulin pump and treated with an insulin drip, morphine drip, potassium, and antibiotics as well as anti nausea medication. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low reservoir alarm occurred several days before her admission. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.